Event description:
The manufacturer received information alleging a ventilation inoperative error code was found on a bipap a40 device. The device was not in use on a patient at the time of the occurrence. The bipap a40 device was evaluated at a third-party service center. During the evaluation it was noted that error code, failure of the outlet pressure sensor (e-086), was observed on the device's error log. The technician recommended replacing the device's circuit board to address the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. Additionally, during the service of the device, the accessory port cover needs replaced for missing on the device which was unrelated to the reportable issue.